Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported all of the buttons on the pump stopped working today. Patient stated the failure is constant. Patient reported the rubber has completely worn off of the up arrow button. No adverse event reported. Requested return of the alleged pump for evaluation.